Manufacturer narrative:
Additional contact: (B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump had system failure during power up. The battery was at 99% when received by the biomed and the logs showed depleted battery at the time of the event. There was no reported adverse event.